Manufacturer narrative:
There was only a slight discrepancy in pt fluid removal. There was no pt injury and no request to have the machine checked by gambro. No machine serial number provided. More info was asked regarding the reported incident. To date, no additional info was provided. 510(k)# is k010805